Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced low blood glucose overnight and the emergency medical services were called. Customer stated that his blood glucose level was 43 mg/dl according to the paramedics and he was treated at home with food and glucose tablets. Customer stated that after treating, his blood glucose went to 400 mg/dl. Blood glucose value at the time of the call was 189 mg/dl. Troubleshooting was performed and the customer was advised the insulin pump would be replaced and agreed to return the product for analysis.